Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2200) on 29-oct-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("extreme bleeding"), amnesia ("memory loss"), tooth loss ("losing teeth"), loss of libido ("no sex drive"), dyspareunia ("pain with sex"), alopecia ("hair loss"), abdominal pain ("stabbing pains in belly"), back pain ("stabbing pains in lower back"), asthenia ("zero energy"), affective disorder ("mood problems") and diarrhoea ("diarrhea melasorbtion syndrome") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (essureremoval on (B)(6) 2011). Essure was removed in (B)(6) 2011. At the time of the report, the abdominal pain lower, genital haemorrhage, amnesia, tooth loss, loss of libido, dyspareunia, alopecia, abdominal pain, back pain, asthenia, affective disorder and diarrhoea outcome was unknown and the weight decreased was resolving. The reporter considered abdominal pain, abdominal pain lower, affective disorder, alopecia, amnesia, asthenia, back pain, diarrhoea, dyspareunia, genital haemorrhage, loss of libido, tooth loss and weight decreased to be related to essure. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received : new event diarrhea melasorbtion syndrome, weight loss were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2200) on 29-oct-2015. The most recent information was received on 03-dec-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') and genital haemorrhage ('extreme bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), amnesia ("memory loss"), tooth loss ("losing teeth"), loss of libido ("no sex drive"), dyspareunia ("pain with sex"), alopecia ("hair loss"), abdominal pain ("stabbing pains in belly"), back pain ("stabbing pains in lower back"), asthenia ("zero energy") and affective disorder ("mood problems"). The patient was treated with surgery (essure removal on (B)(6) 2011). Essure was removed in (B)(6) 2011. At the time of the report, the abdominal pain lower, genital haemorrhage, amnesia, tooth loss, loss of libido, dyspareunia, alopecia, abdominal pain, back pain, asthenia and affective disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, affective disorder, alopecia, amnesia, asthenia, back pain, dyspareunia, genital haemorrhage, loss of libido and tooth loss to be related to essure. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received: case become incident. Essure removal date added. Reporter added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2200) on (B)(6) 2015. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In september 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("extreme bleeding"), amnesia ("memory loss"), tooth loss ("losing teeth"), loss of libido ("no sex drive"), dyspareunia ("pain with sex"), alopecia ("hair loss"), abdominal pain ("stabbing pains in belly"), back pain ("stabbing pains in lower back"), asthenia ("zero energy"), affective disorder ("mood problems") and diarrhoea ("diarrhea malabsorption syndrome") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (essure removal on sep-2011). Essure was removed in september 2011. At the time of the report, the abdominal pain lower, genital haemorrhage, amnesia, tooth loss, loss of libido, dyspareunia, alopecia, abdominal pain, back pain, asthenia, affective disorder and diarrhoea outcome was unknown and the weight decreased was resolving. The reporter considered abdominal pain, abdominal pain lower, affective disorder, alopecia, amnesia, asthenia, back pain, diarrhoea, dyspareunia, genital haemorrhage, loss of libido, tooth loss and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.